Event description:
Related manufacturer reference# 1627487-2019-06969.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference# 1627487-2019-06969. It was reported the patient¿s right lead and burr hole cap was removed due to an infection at the lead site. Postoperatively, the patient was treated with antibiotic therapy which resolved the infection. The patient re-implanted on (B)(6) 2019.